Manufacturer narrative:
Diasorin molecular llc received a complaint alleging false negative results on two (2) validation samples that resulted negative when using the simplexa covid-19 direct assay, but positive on a competitor assay (cepheid genexpert xpert xpress sars-cov-2/flu/rsv). Run analysis of the simplexa results showed two samples that were negative, but detected by the genexpert xpress as follows: - sample ID (B)(4): positive (CT = 36.3). - sample ID (B)(4): positive (CT = 42.4). There are key differences between the genexpert and simplexa assays: 1) genexpert detects different targets (e gene, n2 gene) than the simplexa assay (s gene, orf1ab) . 2) genexpert has a lower limit of detection (131 copies/ml) than the simplexa assay (500 copies/ml). 3) genexpert extracts the sample while the simplexa assay does not. 4) genexpert sample volume is 200 ul while the simplexa uses only 50 ul. Based on this information, it is likely these samples were beyond the limit of detection of the simplexa assay since the cts were very high w/ the genexpert even with a larger sample volume and sample extraction process. The customer's device and suspected false negative samples were not provided for investigation. Retain testing is no longer possible since the kit lot expired on 05/31/2021 but it is likely the sample was near the limit of detection of the simplexa assay. Without the sample to test, this could not be confirmed. This is a sample specific issue only. Batch record review showed the critical component, reaction mix mol4151, lot# 9686n, met all qc release criteria prior to kit release. Mol4151, lot# 9686n were tested using positive controls and no-template controls (ntc). Positive controls were tested in triplicate and resulted in zero (0) occurrences of false negatives in either s gene or orf1ab targets. All positive controls were detected at an average CT = 26.9 (s gene) and 27.3 (orf1ab) and the internal control avg CT = 31.3. No malfunctions occurred during qc release testing. As stated in the instructions for use, ifuk.us.mol4150, "negative results do not preclude sars-cov-2 infection and should not be used as the sole basis for patient management decisions. Negative results must be combined with clinical observations, patient history, and epidemiological information" and per the limitations section, item 5 "false-negative results may occur if the viruses are present at a level that is below the analytical sensitivity of the assay or if the virus has genomic mutations, insertions, deletions, or rearrangements or if performed very early in the course of illness."

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostics tests, per the conditions of authorization for this product, suspected false negatives and false positives will be reported under 21 cfr 803, as well as significant changes in expected performance characteristics. There has been no report of patient injury/death due to contribution of alleged false testing results in this event or others with this ivd; however, this is being reported conservatively in the case that if this alleged malfunction were to recur there is a non-remote potential for a patient to incur a serious injury/death. Diasorin molecular llc received a complaint alleging false negative results on two (2) validation samples that resulted negative when using the simplexa covid-19 direct assay, but positive on a competitor assay (cepheid genexpert). The customer confirmed the alleged false negative results were not reported to a diagnosing physician since it was validation testing only and no alleged harm occurred. No patient testing occurred. Sample collection method was not provided.